Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having problems with the stimulator and it was like the stimulator had a mind of its own. The patient said it was acting really weird. The patient talked to a manufacturer representative (rep) on (B)(6) 2019. The patient said he turned stimulation down to 1.4 or 1.6v at night, and in the morning he turns it up to 2.2 or 2.4v. The patient said he had been doing it a little higher lately because he was not getting the frequency he normally got. The patient was walking out of the bathroom after programming it and it felt really weird like nothing was going on. The patient went back in the bathroom and checked it. Then, he walked out and it was at the original setting like when he woke up in the morning (at 1.4 or 1.6v). The patient reprogrammed it back up and walked out and the same thing happened again. The patient turned the program on again and it showed both things at 0, almost like it was never programmed or raised up, but the patient knows that they did. The patient said it has a mind of its own and he doesn't feel anything and then it goes in over drive and really stimulates high. When the patient stands up it goes into over dr ive mode almost to the point that the patient would want to turn it down. The patient said it goes down the right leg, but when he sits down, he barely feels it. This was occurring when the adaptive stimulation is off. The patient said it does this for a while, but it is not consistent and stays up at the high level. The patient took the battery out of the controller and reinserted it to reset it. The patient said after this he felt it start to work and then it stops and then works again. The patient sat on his bed and as soon as he stood up he didn't feel anything. When the patient walked to the kitchen it went into overdrive again. The patient said that adaptive stimulation was on the left side, but it was off on the right side. The patient said he always has adaptive stim off and didn't know why it was on. The patient turned adaptive stim off and it was set at 2.6v on the left side and 2.4 on the right side and he has never had it up that high before. The patient mentioned having problems with his back and the pain came on like before. The patient said the pain never really went away, but the stimulator kind of takes the edge off. The patient had an appointment sc heduled with their hcp to have the device checked. The patient said the device definitely gives him relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it was unknown what led to the issue. The patient said the frequency was resetting to 0 or the original setting from the night before. No actions have yet been taken to resolve the issue. The patient has noticed the frequency range by a change of 0.2 has a big difference of stimulation. The patient noted it goes from nothing to not bearable. The patient had an appointment on (B)(6) with a manufacturer representative (rep). No further complications were reported.